Event description:
During a routine f/u, the programmer displayed a message that a device parameter error had occurred. Several attempts were made to reprogram the device, all of which were unsuccessful. The device was then x-rayed and confirmed proper orientation. The decision was made to explant the device.